Event description:
Product analysis was completed on the returned generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿undersensing¿ is not available.

Event description:
It was reported that a patient's generator was not delivering stimulation at the autostimulation threshold. It was reported that upon interrogation the patient's device showed no autostimulations. An additional report was received indicating that the patient's auto stimulations were not being recorded correctly. The patient then underwent a generator replacement due to the physician suspecting a generator issue due to the patient's low auto stimulations and battery still being 50-75% despite the patient being at high settings. The explanted generator was received, and product analysis is underway. No other relevant information has been received to date.